Manufacturer narrative:
Additional information: additional information received reported that the product was a zct400 15.0 diopter intraocular lens (iol) with serial (B)(4). Also, the implant date was (B)(6) 2017 and the operative eye was the right eye (od). The doctor's name is dr. Rudolph churner. No additional information was provided. Model number: zct400, expiration date: 03/22/2020, serial (B)(4), UDI (B)(4), catalog number: zct400u150, if implanted, give date: (B)(6) 2017. (B)(6), health professional: yes, occupation: physician. Device manufacture date: 03/22/2016.

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 11/13/2017. Device returned to manufacturer?: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. The serial number was not provided. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis toric zct intraocular lens (iol) was explanted because it rotated. No additional information was provided.